Manufacturer narrative:
Due to character limitation in e1 initial reporter: lakkana thaweephon, event site name: mahachai hospital public company limited, event site address: (B)(6) event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump shows a maintenance required warning. No injury or harm reported. No patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (event site address), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limitation, below fields are added from e1- event site address- (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that high pressure transducer was broken. Once replaced the machine was tested and within normal operation.